Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep. Is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tip of the anchor inserter broke off into the anchor and remains therein captured within the bone. The procedure was concluded successfully without further issue or harm to the pt.